Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 3.0 x 15 mm rx voyager balloon catheter was delivered to the lad. The balloon was pressurized slowly up to 9 atm when the rupture occurred. The rx voyager was replaced with another company's balloon catheter and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the hub. There was contrast visible in the inflation lumen. The balloon was loosely folded. There was a longitudinal rupture in the balloon 5.5 mm proximal from the proximal end of the distal balloon marker for a length of 1 mm. There was no other damage noted to the balloon catheter. A new indeflator was filled with water and an attempt was made to pressurize the balloon catheter when fluid leaked out of the rupture in the balloon. There was a longitudinal scratch distal to the rupture in the balloon for a length of 2 mm. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that after crossing through the stent struts of a previously deployed stent, the voyager was inflated to 9 atm when it ruptured. Analysis of the returned device noted a 1 mm longitudinal rupture on the balloon, as well as a 2 mm scratch distal to the tear. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, or insufficient preparation prior to use. In this case, the delivery of the catheter through the stent struts could have contributed to damaging the balloon surface such that upon inflation, the balloon ruptured. Furthermore, it was reported that the lesion being treated was mildly calcified, which also could have contributed to the mechanical damage on the balloon surface. No adverse patient effects were observed as a result of the balloon rupture. Based on the incident information and returned device analysis, the root cause of the balloon rupture appears to be the circumstances during the procedure. This MDR is considered closed by the product performance group.